Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was presented in the emergency room after the device delivered a shock. Upon interrogation, the arrhythmia began in the ventricular tachycardia (vt) zone monitor only zone, with anti-tachycardia pacing (atp) accelerating the rhythm into ventricular fibrillation (vf). The one delivered shock converted the rhythm. Following the shock, the rhythm moved into atrial fibrillation (af). Technical services was consulted and discussed that once the device received the new software, the inappropriate shock would no longer occur. No further observations were noted.